Event description:
During implant, there was difficulty attempting to implant the lead due to a suspected malfunction. Additionally, high pacing impedance was observed. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events were unable to implant and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.